Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (blank screen) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow up #1 - device evaluation: the pump was returned and evaluated on 04/22/2015 with the following findings: a review of the alarm history indicated multiple call service alarms had occurred. The pump powered on to a blank display screen with functional auditory and vibratory features. Investigation revealed that a slave processor failure had occurred.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.